Event description:
The customer contacted philips healthcare to report that the device was not recognizing that paddles were attached. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4).